Event description:
Rn (registered nurse) went in to flush patients IV (intravenous) and hang antibiotic and fluids and when rn flushed the IV it shot back at her through the pivo port and shot her in her right eye.